Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "when the long gamma implanted procedure, the screw was inserted as usual, but it broke in the middle. Only the shaft was remained inside the patient body. Since it was a hard bone".

Event description:
It was reported: "when the long gamma implanted procedure, the screw was inserted as usual, but it broke in the middle. Only the shaft was remained inside the patient body. Since it was a hard bone".

Manufacturer narrative:
The reported event could be confirmed, since physical evaluation revealed a broken locking screw. The device inspection revealed the following: the received screw is completely broken approx. Midshaft. The broken off part was not returned. Furthermore, the thread flank was found to be flattened and also signs of damage at the area under the screw head were verified. The appearance/structure of the breakage surface and the course of the breakage line suggest that the returned product broke in a brittle forced fracture, most likely due to a bending overload. Based on the above investigation, the root cause of the failure is related to a suboptimal intraoperative procedure [improper handling] and has to be classified as user-customer issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.